Event description:
Ous MDR - after an estimated implantation period of 3 months, a lead dislodgement was reported. The lead was explanted and returned to biotronik for analysis.

Manufacturer narrative:
The returned lead had been capped about 8.5 cm distal of the is-1 connector pin and was only available in fragments. All parts of the lead were returned for analysis. The returned fragments were examined visually, mechanically, and electrically. Aside from the existing cut through the lead, no damages were found. The measurement of the direct-current resistances of the electrical conductors also proved to be unremarkable. Since the lead was cut through in the returned state, it could only be tested whether the fixation in the tip electrode could be screwed. After removal of blood and tissue residues, this was possible without problems. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.